Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention and had another lead added to his scs system. Reportedly, the patient was not receiving adequate stimulation therapy coverage on the right side. Effective stimulation therapy was reportedly achieved postoperatively..